Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Additionally, it was reported that the pump indicated a data log corruption. Reportedly, the customer continued to use the pump for insulin therapy. Multiple attempts were made by tandem technical support to obtain additional information; however, no information was received. Customer¿s blood glucose level was in 150-162 mg/dl range.